Event description:
It was reported that the pt was "hurting" and took oral medication. The next day, when the pt woke up, he was dizzy and his pupils were very small; it was noted that the pt had small pupils whenever the physician gave him a bolus. The last pump refill was one month ago, with no symptoms immediately following. The pt was taken to the emergency room and given narcan. The pt did well when administered narcan, but once at home, his "breathing goes down and loses his oxygen". The pt was admitted to the hospital. The next day, the pt's pump managing physician was called and decreased the pt's dose by 40% while the pt was still in the hospital. The physician said that it would take 6-8 hours for a change to take effect, but the pt still seemed to be having a reaction to the medications in the pump two days later; dizziness and vomiting were reported. The pt stated that the physician did not want to do studies on the pump. The pt's wife did not want the pt discharged from the hospital until they could determine what was causing the reaction. The pt had the same experience two years ago to the date and was admitted to the hospital at that time. No alarms were heard from the pump. The pt had not experienced any injury or trauma prior to the event. The medications being delivered via the device system were and baclofen, dilaudid, fentanyl and mercaine. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.